Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed and failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grips -tips/broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. The broken piece was not returned. Additional observations not reported by the site were also identified: the tip-up fenestrated grasper instrument to have a frayed grip cable at the distal end. Common causes of the failure mode frayed - distal instrument grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip up fenestrated grasper instrument tip broke during central processing not during procedure. There was no patient involvement.